Manufacturer narrative:
Date sent to the FDA: 09/24/2009. Results: the actual device involved in this event was returned for evaluation. During the evaluation, the bulb sample received failed to inflate. It has been determined that the problem was due to the failure of the anti-reflux valve to open completely. Conclusion: the device was received in a condition which does not meet specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a mastectomy procedure in 2009. The nurse reported a blockage of the influx valve as there was no suction when the system was activated and with the drain connected. The device was replaced with a second reservoir with no adverse patient consequences.